Event description:
It was reported that when using the pyxis medstation es system, the station was offline. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a software issue. A field service engineer provided remote assistance to the customer in configuring the remote support service (rss) and security module. This was followed by the reconfiguration of auto login and the deployment of windows server update services (wsus) and antivirus software for the post-image to resolve the issue. The system functioned as intended after the field service engineer verified the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.